Event description:
During a procedure, the c-arm slowly drifted down toward a pt. The pt was on her stomach with a needle in her back. The needle was bent when the it came in contact with the needle; no injury to the pt was reported. The vertical column was raised using the "raise column button". The "raise column" botton functioned normally and the procedure was continued without further incident; no further column drift was observed. Svc was called and the malfunction was corrected 9/17/99, when the vertical column of the device was replaced. The customer and the third party svc organization have been advised that an MDR event will be reported.